Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with "the place were you load the tubing- will not open." The paperwork found with the pump also confirms an inoperable open and stop key. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.the software version for this device is currently unknown.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report. (B) (4)